Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there were no instruments broken during the case. The head was not disassociated from the stem or liner when we went to retrieve the implants. However the x-ray appeared to show a head dislocation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the summit stem, pinnacle liner, and ceramic head were implanted on (B)(6) 2010. X-rays showed head had worn down liner in 11 years. Surgeon wants to know why the poly liner only lasted 11 years. It was also reported that head was disassociated. Doi: (B)(6) 2010; dor: (B)(6) 2021; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned liner was able to confirm poly material wear as alleged. Due to the damaged condition of the explanted liner it was not possible to perform and obtain accurate dimensional inspection results. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records found no related deviations or anomalies. Device history review : a review of the device manufacturing records found no related deviations or anomalies. Corrected: h3.